Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm when tested.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found multiple system malfunction alarms recorded in driver's data file. Visual inspection of external and internal components found no abnormalities. System malfunction alarms have been previously identified as likely due to low vacuum blower settings resulting in inoperable vacuums. Although this was not part of the original complaint, this is determined to be affiliated with system malfunction alarms. Driver passed all functional testing for acceptance at incoming inspection. Additional testing included a power cycle test with driver at settings identified at time of system malfunction alarms. In order to complete testing, a replacement internal emergency battery was installed due to battery being unable to be charged. This was likely due to the time-lapse between when the driver was tested at incoming inspection and additional testing and was unrelated to complaint. Power was cycled five times with no loss of vacuums or alarms. Driver was set with a beat rate set to zero and then increased to 125 bpm which was repeated five times without loss of vacuums or alarms. Complaint could not be replicated, however, historical knowledge from past evaluations have determined the system malfunction alarms are typically due to loss of vacuum operation when set to the lower end of the vacuum range. Failure investigation for this complaint confirmed the reported issue from data alarm file. The customer complaint was not replicated during testing, however, this issue has been identified from previous evaluations with the same complaint; root cause of the reported system malfunction alarms was due to the inability of the vacuum blower to operate when settings are at the lower end of the range due to inappropriate design selection. This is a known issue that is currently being addressed under a current corrective action plan. Failure investigation identified no test failures or damage that could have contributed to the complaint. The internal emergency battery was found depleted after a significant time-lapse from incoming inspection and is unrelated to the complaint. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm when tested.